Manufacturer narrative:
No patient involvement. Issue was resolved with over the phone instruction to the site from a medtronic field service representative.

Event description:
A site representative reported the o-arm displayed the message, "initializing collimator." The site was unable to resolve it and shut down the system. The rep tried to restart the system the next day and "initializing collimator" displayed. He went through the invalidate home procedure but the error did not go away. He repeated the invalidate home procedure and this resolved the issue. No patient present.